Event description:
It was reported by service report that the scale functions were not working due to cpu board failed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
A visual and functional inspection was performed by hospital maintenance technician. Issue was resolved for the customer by sending a replacement cpu board.